Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the pump was empty for a couple of days and was beeping every 10-15 minutes. The healthcare provider (hcp) stated that pump was managed at (B)(6). The patient was taking baclofen orally. The agent reviewed with the hcp that the pump was alarming every 10 minutes would be consistent with an empty pump. The agent reviewed magnetic resonance imaging (MRI) considerations and advised the hcp to have the patient follow up with managing physician to have pump interrogated and filled as soon as possible.